Event description:
Reporter indicated a pt had vns lead and generator replacement surgery due to high lead impedance. Reinserting the lead pins into the generator did not resolve the high lead impedance, so the generator and lead were replaced due to a suspected lead fracture. No trauma or device manipulation was reported. The lead was discarded after explant, but the generator was returned for analysis. No anomalies were identified and the generator performed per specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.